Event description:
It was reported that the patient began experiencing discomfort while walking. The sensation became worse after she fell backwards while trying to get into bed, and was described as painful muscle spasms occurring down her legs. The patient was admitted to the emergency room. She did not bring her patient programmer and it was unknown if stimulation was turned on. It was noted that the patient had a history of muscle spasms and had been experiencing them recently. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 39565-65, serial# (B)(4), implanted: 2010 (B)(6), explanted: na. Programmer: model 37743, serial# (B)(4).

Event description:
Additional information received reported the cause of the event was unknown but it was noted it was likely due to chronic low back pain/post laminectomy syndrome. An x-ray was performed which revealed no abnormalities related to spinal cord stimulation (scs). Reprogramming was performed in (B)(6) 2011 and 'multiple other times' and 'no malfunctions were identified.' It was noted as of the date of this report the patient outcome was ongoing because the patient was still experiencing 'occasional flare-ups.' A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported impedance measurements were within normal limits and the stimulation pattern had not changed. The emergency room physician was going to schedule a thoracic x-ray of the patient's leads and have her follow up with her physician.